Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The blood glucose of the customer was 23.9 mmol/l and 15.2 mmol/l. The customer was treated with manual injection for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was advised to discontinue use of insulin pump. The insulin pump will not be returned for analysis.